Manufacturer narrative:
On 09/26/2018 - we received additional data results. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed noise artefacts on the right ventricular channel leading to oversensing as reported in the complaint text. Furthermore the available data demonstrated that the pacing threshold was 0.7 v in (B)(6) 2014, 0.6 v in (B)(6) 2014, 0.7 v in (B)(6) 2016 and 1.6 v in 2018. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implant period of 110 months, oversensing via homemonitoring was reported. Increasing pacing thresholds were observed on (B)(6) 2018. The lead is still active and implanted.